Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the lot history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: hypotension, right cerebral ischemia, left facial droop, left sided weakness. Time of symptoms/ae: after stent deployment and post balloon dilatation. It was reported that after pta stenting in 2006, of the left internal carotid artery, the patient developed hypotension resulting in right cerebral ischemia causing weakness of the left side with left facial droop, the patient was placed on dopamine for blood pressure to keep the systolic blood pressure over 90 mmhg. The right cerebral ischemia was medically managed with decadron, thiamine, magnesium, vasopressors and inotropes. A CT scan prior to the event date, revealed an area of low attenuation in the head at the right caudate, appearing to be a subacute infarct but on the right. A repeat CT obtained three days later, revealed new areas of low attenuation in the right side of the pons, this was felt to represent early subacute infarct. The next day, the blood pressure was stable and the dopamine was discontinued. The patient's left side remained weak and flaccid; therefore, the patient was transferred to the rehab, two days, for workup and treatment of the gait disturbance and reconditioning. The patient met the rehabilitation goals and was discharged to home in stable condition in 2007.